Event description:
It was reported that after use of the bd pen ndl 32g 4mm hp the needles clog and the user throws away 30 needles a month. The following information was provided by the initial reporter, translated from french to english: a diabetic patient who had problems with 4mm microfine bd needles, needles clog 30 needles thrown out. Every month the patient has problems and throws about 30 needles.

Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after use of the bd pen ndl 32g 4mm hp the needles clog and the user throws away 30 needles a month. The following information was provided by the initial reporter, translated from (B)(6) to english: a diabetic patient who had problems with 4mm microfine bd needles, needles clog 30 needles thrown out. Every month the patient has problems and throws about 30 needles.